Manufacturer narrative:
Manufacturer narrative- when reviewing reportable events for this type of issues we were able to establish that received incident is the single isolated event registered in getinge complaint handling systems for 90-, 91- and 91e-series washer/disinfectors during last 5 years. The information collected to date and as a result of the performed investigation allowed us to establish that the operator did not disconnect the unit from the power supply while performing the servicing activities. Consequently, while cleaning the strainer the device was accidentally started by push button and contributed to the event. User manual, provided with this unit (doc 502854200 rel. A) on page 4 informs, that when performing any maintenance, the qualified personnel should follow the instruction which requires disconnecting the unit from power supply. Thus even if the operator would press the start button, there would be no chance for the unit to turn on and consequently no possibility for the water to spray the operator. When the event occurred, the device likely met its specification, since no mechanical malfunction on the device was found. Upon the event occurrence the device was directly involved, however was not being used for patients¿ treatment. The root cause was established to be related with user not following the instruction for use. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue will be investigated: device not returned to manufacturer.

Event description:
On (B)(6) 2019, getinge became aware of an issue with one of the washer-disinfectors, 9128. As it was stated, the operator was performing the daily activities, preparing the unit to work. She had opened the lid to change the filters and, as stated, she did not turn the unit on as it was claimed to be not working from the previous day. However, when she tried to close the lid, she was sprayed by the hot water from the unit. Immediately, she received a professional medical help, including first-aid and cooling. The event resulted in first degree burns on face, chest and neck. It was decided to classified this injury as serious one as the received description suggest that adverse consequences were prevented by the received medical treatment.